Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report #3006705815-2019-00081. It was reported the patient's leads migrated out of the epidural space. Reportedly, surgical intervention was undertaken wherein both leads were replaced with new leads which resolved the issue.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2019-00081.